Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report of "defib fault 76" and "defib disabled" message were duplicated and attributed to pace/defib (pd) engine board. The device was recertified and returned to the customer. The pd engine board was sent to zoll medical corporation, united states for further evaluation; the customer's report was observed and attributed to a detached solder joint on a connector located on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76," "defib disabled" and "defib pad short" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report of "defib fault 76" and "defib dsiabled" messages was observed and attributed to a faulty pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The report of "defib pads short" was not replicated or confirmed. The device was put through extensive testing including 30j testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.